Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to recognize a battery was installed and inappropriately indicated ac power. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4); the malfunction was duplicated and attributed to a battery connection assembly. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.